Event description:
In an abstract titled "0193 kyphoplasty for acute burst fractures in older than 55", the following events were reported: "three complications were noted:" one asymptomatic cement leakage; two new fractures during follow-up. These complications did not require further treatment. It was concluded based on existing info, that these new fractures occurred to the same pt. No additional info was reported.

Manufacturer narrative:
Report source: abstract titled: "0193 kyphoplasty for acute burst fracture in older than 55" by m.d. Ulloa, t. Queiro, m. Sanchidrian, j. Pino. Method - device not returned, internal review of literature, follow-up with author. Conclusion: kyphoplasty alone seems a safe procedure to treat traumatic burst fractures in the acute setting in aged people.